Event description:
It was reported that the procedure was to treat a calcified, tortuous unspecified lesion. During removal of the bmw guide wire, resistance was noted and the guide wire separated. The separated portion was retrieved with additional guide wires. A new bmw guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the calcified and tortuous anatomy and/or other devices resulting in the reported difficult to remove. Interaction/manipulation of the device ultimately resulted in the reported material separation. As reported, the device was retrieved with additional guide wires. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.